Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient attempted to present via remote transmission, but was unable to send transmission. The patient presented in clinic and an rf chip anomaly was suspected. Wand connectivity was successful, but rf communication would not establish. The patient was sent home with an inductive home monitor for continued follow-up. The patient was asymptomatic throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.